Event description:
End user states they have been using products for 10 years, but 3 months ago, developed a red rash under tape collar that appeared like fluid filled blisters and itched.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive flexible wafer and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. Additional info provided found that end user is using brava skin barrier under appliance and the rash has resolved. Patch testing resulted negative reaction for hydrocolloid adhesive and beige tape collar. No additional event pt/pt details have been provided to date. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013.